Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: a hamilton-c1 ventilator reportedly shut down during patient ventilation. The device was replaced. No harm to the patient was reported currently, the event is under investigation to verify the reported allegations